Manufacturer narrative:
The autopulse platform in complaint was returned to zoll on 10/29/2014 for investigation. Investigation results as follows: visual inspection of the returned platform shows that the front enclosure was damaged. The physical damage found during visual inspection is not related to the reported complaint of a user advisory (ua) 41 (patient temperature sensor failure) fault. The damage appears to have been due to mishandling of the platform. A review of the autopulse platform's archive was performed and showed no sessions to have occurred on the reported event date of (B)(6) 2014. Functional testing was performed and the reported complaint was confirmed. Ua 41 was observed during initial power up. It was found that the temperature sensor cable was defective. In addition, ua 2 (compression tracking error) was observed during the initial compression. It was found that the drivetrain was defective. However, the observed ua 2 fault is not related to the reported complaint. Based on the initial investigation, the parts identified for replacement were the front enclosure, drivetrain and the temperature sensor cable. In summary, the reported complaint of a ua 41 fault was confirmed during functional testing. The fault was found to be due to a defective temperature sensor cable. The ua 2 observed during functional testing and the physical damage found during visual inspection are unrelated to the reported complaint.

Event description:
It was reported that the autopulse platform displayed a user advisory (ua) 41 (patient temperature sensor failure) message. No adverse patient sequelae was reported. No further information was provided.

Manufacturer narrative:
Please note that the autopulse platform in complaint was initially returned to zoll medical ((B)(4)) on 10/29/2014 for investigation. The platform was subsequently returned to zoll (B)(4) on 11/19/2014 for further investigation. Additional investigation results at zoll (B)(4) as follows: fault code 41 was not observed during initial power up. It could be likely that the error code occurred intermittently. Due to the error code occurring intermittently, the temperature sensor cable and the power distribution board were replaced as a precaution. In addition, the drive train motor brake gap was noticed to be out of specification during testing. The brake gap was not able to be adjusted back within specification because the set screws would not lock into the encoder dimple locking hole and caused the brake to disengage. This issue may have likely contributed to the ua 2 fault observed during investigation at zoll medical ((B)(4)). The platform was subjected to a run-in test with a 95% patient test fixture and known good batteries for several hours and no faults or errors were observed. Based on the investigation, the additional parts identified for replacement were the clutch plate and power distribution board in summary, the reported complaint of a user advisory 41 fault was confirmed during functional testing at zoll medical ((B)(4)). The temperature sensor cable and the power distribution board were replaced as a precaution. Upon replacement of all parts, the platform was re-evaluated through functional testing and passed all testing criteria.